Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during initial drain. The technical service representative (tsr) explained the alarm to the home patient (hp). During the questions, the tsr determined that the patient line extension did not get primed. The tsr explained that the patient line extension needed to be attached when the bags were attached and they needed to make sure it did prime all the way. The tsr assisted to clear the alarms. The hp would start over with new cassette, bags and extension. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up with the hp regarding the alarm, it was revealed that the issue was resolved and that they had discussed the issue with the nurse. The hp confirmed that she and her caregiver were retrained. The hp is doing fine and continuing therapy without issues. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The issue was resolved over the phone. This was an incident involving a user error during therapy and there was no allegation against the baxter product; therefore the sample will not be requested for evaluation and a batch review will not be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the patient extension line was connected after priming was complete. During the questions, the tsr determined that the patient line extension did not get primed. The lot number is unknown therefore a batch review was not performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).